Event description:
It was reported that the 7700 system would not take a live fluoro image. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was set to one shot mode. The settings were adjusted during the service call. The system was tested and found to be working as intended, and put back into service.